Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed volume testing. The event occurred during testing and was not related to physical damage or abuse. There was no delay of therapy, no patient involvement and no patient harm.

Manufacturer narrative:
Corrected data: d4 - UDI. One device was received for evaluation. Visual inspection found a peeled dso seal, worn uso seal, and a scratched lcd lens. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem, the device was found to over deliver. It was determined that the expulsor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.